Event description:
It was reported that syringe size sensor malfunction. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed crack on right plunger case and missing rubber feet. Customer's reported issue was duplicated during syringe test. The root cause of the reported issues was found was found to be normal wear; device was over fifteen years old. Actions taken to mitigate the reported issue: replaced size pot also replaced barrel clamp rod, and tapered spring for preventive maintenance. Performed preventive maintenance and passed all functional testing. UDI information is unknown.